Event description:
Caller reported that insulin gauge displayed a different amount than expected, specifically experiencing a fill estimate issue with a static value of 140 despite insulin being delivered. There was no adverse impact to the customer's blood glucose level. Cts educated the caller on how a large variance in measured pressures could affect the insulin gauge readings and explained that once the insulin matches the static number, the fill estimate would adjust normally. The caller understood and acknowledged this explanation.